Event description:
The customer reported this atrial lead was exhibiting loss of capture and decreased impedance measurements. Therefore, the lead was removed from service (surgically abandoned, capped) and replaced. No adverse pt effects were reported. The lead was actively implanted for approximately 7 yrs, 5 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.